Manufacturer narrative:
The reported event for inoperable ipg was confirmed and pain at ipg site cannot be confirmed through product testing alone. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
It was reported that following a fall patients ipg had migrated. The patient experienced pain at the ipg site and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted, replaced, and the new ipg was sutured down to address the issue.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.